Manufacturer narrative:
Evaluation results: the customer alleged that the unit was leaking disinfectant from the reservoir onto the floor. The fse arrived to find the machine leaking from the reservoir around the heater port. The fse replaced the reservoir tank assembly. The fse ran a test cycle with no issues and verified that the unit was not leaking. The fse confirmed that the machine meets manufacturer's specifications. The replaced reservoir tank is the old design. The old tank design was assembled (non-molded) and can crack resulting in leaks over time which can in turn lead to failure of the temperature subsystem. This known failure mode of the reservoir tank is explained in detail in CAPA. A review of the failure mode effects analysis (fmea) for asp aer showed that all leak related failure modes have overall risk numbers below a threshold of 100.

Manufacturer narrative:
The field service engineer (fse) arrived to find the machine leaking from the main reservoir around the heater port. The fse replaced the reservoir and ran a test cycle with no issues and verified no leaks. Machine meets spec.

Event description:
The customer alleged that the unit was leaking disinfectant from the reservoir. There were no reports of injuries. Asp service was dispatched.